Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was unknown. Soda was consumed to treat bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was recorded by continuous glucose monitor (cgm) at 4:16 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. On (B)(6) 2019, user made several bolus requests in quick succession while still having insulin on board (iob). Cartridge change sequence was completed twice on (B)(6) 2019, with 13.5 units delivered via ¿fill tubing¿ step at 10:39 am, then 10.9 units at 2:42 pm, for 24.4 total units primed through the infusion set tubing. There were no erratic basal rate adjustments.making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.